Event description:
The following information was reported to gore: on an unknown date in (B)(6) 2023, bovine pericardial patch was used in this patient¿s common femoral artery. On an unknown date in (B)(6) 2023, the patient underwent an endovascular treatment for left superficial femoral artery occlusion with calcification using gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). Reportedly, vascular rupture occurred during pre-dilatation. Two viabahn devices were placed using ¿crack and pave¿ technique. On an unknown date in 2023, follow-up computed tomography scan revealed in-stent occlusion (iso) of the left superficial femoral artery. On an unknown date in (B)(6) 2023, the patient underwent reintervention. After thrombus aspiration, intravascular ultrasound (ivus) revealed the vascular structure had collapsed. Because the patient complained of chills, infection was suspected. On an unknown date in (B)(6) 2023, antibiotics were administered. Infection was confirmed from drainage of the popliteal artery. On an unknown date in (B)(6) 2023, the viabahn devices were surgically explanted. The physician stated as follows: it was suspected that the infection from the hematoma during the crack and pave ascended to the bovine pericardial patch and invaded the patch, and then the infection descended, leading to collapse and occlusion of the popliteal artery.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel, trauma to the vessel wall (including rupture or dissection), infection. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.